Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 322 alarm was not reproduced. A review of the event history log revealed 'system error 322' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an alarmed system error 322 (link switch error (low)) during testing at the biomedical service department. There was no patient involvement. No additional information is available.